Event description:
It was reported by service report that the foot end is too low when bed is at lowest position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: trend switch bracket.